Event description:
Per phone conversation: first attempt resulted in pop-off, second attempt was successful; however, baby had a skull fracture. Neonatal death occurred. Waiting for email response with additional information and incident report form (06 jan 2023). Per customer attachment: "full term infant (40 weeks, 4 days) was born to a mother following an uncomplicated pregnancy. Due to episodes of decelerations while mother was pushing. The obstetrician obtained consent for use of kiwi vacuum extractor should it be needed to assist with vaginal delivery. Patient reported exhaustion with pushing and so kiwi was applied and pumped to green zone. The device was repositioned after pop-off. Episiotomy was done and infant was delivered. Apgars were 5 at one minute and improved thereafter. Due to increasing oxygen need the infant went to the level ii nursery and at 40 minutes of life, infant became bradycardic and apneic and then had bleeding from nose, heel stick etc. Resuscitation efforts were unsuccessful and infant died. Preliminary autopsy received weeks later showed a "posterior parietal skull fracture with overlying subgaleal hematoma, thin subarachnoid hemorrhage, small anterior epicardial hemorrhages consistent with resuscitation and lung nodules within the left lower lobe" (histology specimens sent). No final autopsy report has been received. Because there were no immediate problems in the delivery room, neither the kiwi device, nor the placental/umbilical cord were retained."

Manufacturer narrative:
No product evaluation could be performed because the device was not retained for investigation and no photos were provided. A DHR review could not be performed because the lot number is not known per fmea risk-0029 rev. 02, the complaint may be associated with the following potential failure mode: note: potential failure modes 1 - 6 share the same potential causes and are grouped together in the list below. Potential failure mode 7 is listed separately. Potential failure mode 1: user fails to follow recommendations of abandonment; 1) if no descent (progress) of the head occurs after 2 tractions. 2) if delivery is not achieved or imminent after 4 tractions, or 3) if the vacuum cup detaches ("pops-off") twice. Potential effects: excessive attempts lead to fetal or maternal injury. Potential failure mode 2: user fails to locate the flexion point and locates the device on a different area potential effects: using the device on a different location other than flexion point cause inappropriate use of the device. Potential failure mode 3: user locates the flexion point but fails to note distance where finger meets introitus (fails to calculate the distance) potential effects: user inserts the device on a different location causing inappropriate use of device. Potential failure mode 4: user fails to push cup posteriorly along maternal midline over flexion point potential effects: user inserts the device on a different location causing inappropriate use of device. Potential failure mode 5: user fails to establish appropriate level (450 - 600 mmhg) of vacuum potential effects: the device disengages/pops off the fetal head. Potential failure mode 6: user creates vacuum but fails to exclude any maternal tissue potential cause: failure to exclude any maternal tissue causes cup detachment/pop-off. Harm 1: hematoma, severity: 4, potential cause: lack of attention, not qualified personnel, probability of occurrence: 1, risk is considered "monitor". Harm 2: abrasion, severity: 2, potential cause: lack of attention, not qualified personnel, probability of occurrence: 1, risk is considered "acceptable". Harm 3: fracture, severity: 3, potential cause: lack of attention, not qualified personnel, probability of occurrence: 1, risk is considered "acceptable". Harm 4: laceration, severity: 3, potential cause: lack of attention, not qualified personnel, probability of occurrence: 1, risk is considered "acceptable". Harm 5: death, : potential cause: lack of attention, not qualified personnel, probability of occurrence: 1, risk is considered "monitor". Potential failure mode 8: user fails to initiate traction along axis of pelvis, potential effects: excessive force is used, harm 1: hematoma, severity: 4, potential cause: user moves handle up and down while pulling; user moves handle side, to side while pulling; not qualified personnel, probability of occurrence: 1, risk is considered "monitor". Harm 2: abrasion, severity: 2, potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel, probability of occurrence: 1, risk is considered "acceptable". Harm 3: fracture, severity: 3, potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel, probability of occurrence: 1, risk is considered "acceptable". . Harm 4: laceration, severity: 3, potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel, probability of occurrence: 1, risk is considered "acceptable". Harm 5: death, potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel, probability of occurrence: 1, risk is considered "monitor". No root cause cannot be determined because the device was not available for evaluation.